Manufacturer narrative:
A review of subject device risk files revealed the following risks of 'fiber breaking' and 'disconnection of fiber from laser': risk #1 [(B)(4) - fiber breaking)]: triggered by "fiber standard usage causes fiber accelerated degradation" has the potential to lead to ineffective treatment and/or prolonged procedure. Risk #2 [(B)(4) - disruption of energy delivery to target organ]: triggered by "disconnection of fiber from laser" has the potential to lead to ineffective treatment and/or prolonged procedure. In each of the above; the risks have been quantified and found to be negligibly small, and the risks have been characterized and documented as acceptable within full risk assessment. Furthermore, the risks both carry a minor potential 'hazard severity'. In all lumenis laser ifus are instructions which alert the user that when there is 'no laser emission' or 'inadequate or no aiming beam'. The user is instructed to replace the delivery system, and inspect & replace the debris shield if necessary. A clinical evaluation of similar fiber malfunctions had concluded that "fiber malfunction in the proximal end or connector will require replacing the fiber. Since it is a consumable product, it is the common practice that hospitals will maintain more than one fiber. Using a number of fibers in the same case is not an unusual scenario but rather part of the routine care where patient anatomy and treatment targets may change throughout the procedure and will require different fibers and approaches. Therefore, change of fiber, that did not cause serious injury such as delayed procedure/canceled procedure/use of alternative device etc, is not a reportable event in vast majority of the cases". In the reported case "another fiber was exchanged and the procedure was completed with no harm having come to the patient or staff" based on the above information, the same malfunction of intraoperative fiber malfunction would not likely lead to serious injury, thus the malfunction would not reportable per lumenis decision tree. Lumenis is filing this report in response to the user facility's medsun report (B)(4). Lumenis is closing this complaint, but will continue to monitor fiber failure modes; complaint trending will continue to monitor per global complaint handling sop (B)(4) and per post marketing surveillance procedure (B)(4).

Event description:
On 11-feb-2020 lumenis received a user submitted medsun report [report #(B)(4)] in which the event description reads: "patient was having stone manipulation and removal done with laser. Moses 200 was opened, however when product was put in use the laser fiber didn't operate at all". It had further been reported that the procedure was completed with a new fiber. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.